Manufacturer narrative:
The device was not returned, so no analysis could be performed.

Event description:
It was reported that an asymptomatic patient presented in clinic for a scheduled follow-up. The implantable cardioverter defibrillator exhibited patient notifier anomaly. Upon interrogation of the device, the patient's vibratory notifier was tested multiple times without success. The initial session was ended and a new interrogation session was started; the device exhibited the same behavior. No intervention was reported. The patient was stable during the interrogation and would continue to be monitored.